Manufacturer narrative:
(B) (4). The ge svc rep ordered parts then removed and replaced the parts. The system functions as intended. (B) (4)

Event description:
The customer reported that the interconnect cable, power cable, and cross-arm brake were all worn and needs to be replaced.